Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the suture broke. A flexima¿ apdl was used for a percutaneous transhepatic biliary drainaige procedure. During the procedure, when the inner catheter was removed, it was noted that the suture was cut. No fragment didn't fall into the patient. It is unknown how the device was removed; however, no additional treatment was reported. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.